Event description:
It was reported that, "poly exchange on scorpio nrg cr. For potential bleeders."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.